Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary for (B)(4): the full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism, there was a tip seal observation and the lead appeared damaged at implant. The analyst commented that the helix can not extend and retract due to distal conductor distortion within the connector.

Event description:
It was reported that during implant the right ventricular (rv) lead was positioned with sub-optimal sensing and it took several additional rotations to retract the helix. Once repositioned, it took 50 rotations to re-extend it. The rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.